Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump when he was changing his infusion set. The customer's blood glucose level was 97 mg/dl. The customer stated the insulin was "squirting out" during the manual prime process. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarms were noted. The device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.